Event description:
The customer reported problems with the vertical lift. No injury was reported.

Manufacturer narrative:
The customer opened the complaint in error. No service was provided as the customer only had questions regarding the recall letter.